Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the customer resolved the issue and there were no issues with the device. The fse double checked the anesthesia system to make sure it was operational, power turned on normally, successfully tested the power and power supply, and isolated all drawers separately to check for damaged boards. No problems were found and the system powered up fully with no issues. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, no power was supplied to the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.